Manufacturer narrative:
The affected device has been inspected by a dräger service technician. The ventilator motor was replaced. Together with the electronic logbook it was submitted for further analysis. The reported loss of automatic ventilation could be reconstructed on the basis of the information stored in the log. According to the log, the device detected a deviation in the position monitoring of the ventilator piston. The motor was subjected to a functional test. After applying supply voltage, the motor started rotating without any problems. The motor including it¿s optical position/motion detection were operating properly at all voltage levels. The exact cause of the deviation detected by the device during position monitoring could not be determined beyond doubt. Since the motor itself functioned properly, contamination of the optical encoder disk or mechanical damage to the ventilator piston or the motor spindle remain as potential causes. It has been reported that no further problems have occurred since the motor was replaced. It is possible that the cause was eliminated unnoticed when the motor was replaced. In the event of a ventilator failure automatic ventilation is automatically shut down and man/spont is activated. A corresponding ventilator fail alarm is generated. Manual ventilation remains possible without restriction.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up/final report.

Event description:
It was reported that automatic ventilation stopped during a running procedure. No consequences to the patient were reported.